Event description:
A vsi micro-introducer kit was used during a patient procedure. When the sheath was removed, the distal portion of the dilator separated and remained in the patient. The separated portion was retrieved.

Event description:
A vsi micro-introducer kit was used during a patient procedure. When the sheath was removed, the distal portion separated and remained in the patient.